Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep). It was reported that the patient was able to run hd without reports of chest pain and experienced good pain relief. The patient also noted that he would like to switch back to ld if possible as he needs to recharge more often with the hd. The rep stated that the issue was resolved as he followed-up with the patient and it was stated that the patient did not experience chest pain and getting good relief using the ld program.

Event description:
Additional information from the representative reported the consumer continued to have chest "discontinue" when feeling the stimulation. He was going to try a hd program and if that did not work, the thought would be to perform a lead revision.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
A consumer reported via a manufacturer representative a feeling of increased pressure and pain in his chest when running the stimulator since approximately (B)(6) 2016. He reported the pain dissipates about 2-3 hours after turning the stimulator off. The consumer also reported great relief the months following the implant prior to this incident. It was unknown what may have contributed to this event. X-rays of the leads showed they appeared to have migrated superiorly one contact and slightly right, as compared to the implant x-rays. Impedance tests were normal. Reprogramming at the bottom of the lead that appeared more midline with decreased pulse width was attempted, but the consumer continued to feel the aforementioned symptoms. The representative put the consumer on an hd program and he did not report discomfort if the stimulation was run right at threshold. The consumer was instructed on how to run the hd program and to follow-up. It was unknown if the issue resolved at the time of the report. Indication for use included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative indicated that the patient decided to have their system explanted due to continued reports of strong chest pain while the stimulator was turned on. The patient has not has their device on for 2-3 months, and the battery was unable to be read due to it being in discharge state. The manufacturing representative stated that the patient¿s ins and leads have been sent back to the manufacturer. The patient has no current symptoms at this time.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial number (B)(4)) revealed the ins was functionally okay with insignificant anomalies. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The implant was returned to the manufacture for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.